Event description:
It was reported that a cardiac perforation with subsequent pericardial effusion occurred. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was deployed too distally, which resulted in a small tear to the laa with subsequent pericardial effusion. A pericardiocentesis was performed to drain the effusion. No further complications were reported. The patient is doing well and was discharged.